Event description:
The user facility reported a 67 year old male was on impella cp support for mechanical circulatory support. It was reported that while the patient was undergoing impella sheath insertion, the hemostatic valve was broken and there was blood leakage reported from the hemostatic valve of the introducer. Additionally, bleeding was noted from the access site. The procedure was stopped and a new sheath was inserted from a different route. There was no additional treatment other than repositioning sheath replacement.

Manufacturer narrative:
The investigation has been completed. The pump was not returned for evaluation. The root cause of the access site bleeding issue was not determined since the product was not returned and insufficient clinical information was provided. Additionally, the introducer was not returned for evaluation. The root cause of the introducer damage - mechanical could not be determined. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿